Event description:
Employee was working on bed when bed deck fell down on employee's arm, causing injury. Noted: 3 or 4 other isolated incidents with bed deck falling with resident in bed. No harm or injury to resident at that time. Cause of unsafe condition: drift (roller) pin shears off. Unsafe condition!